Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the unit was tested on an in-house system in normal mode where it triggered error 25741. Unit was also tested on a patient side cart fixture test platform (pftp) where it failed insertion buttons on tornado down. Fluid intrusion was found on the axes controller spar board 3 (acsb3) during visual inspection. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the can be attributed to fluid intrusion into critical electronic assemblies (acsb3 and insertion switch assembly, respectively). This intrusion compromised button functionality and led to electrical faults, resulting in the units' reported failures.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted umbilical hernia transabdominal preperitoneal (tapp) surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 3 was locking up. The customer power cycled the system, but the system came up with a recoverable error. The tse found errors in the logs pointing to usm 3 patient clearance button. The surgeon elected to disable usm 3 to complete the procedure. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) arm 3 and 4 to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.